Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that this lead had high impedances. A revision will be scheduled. No adverse patient events were reported.

Manufacturer narrative:
1/25/2018 - this lead was explanted. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection multiple abrasion marks were noted along the lead body. However, the insulation was intact. Furthermore the shock coil was found deformed and blood residuals were noted inside the leads lumen which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation of an increased shock impedance. In particular the values measured during the electrical analysis were within the specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.